Manufacturer narrative:
Product evaluation: the fru lcd with cvr, xps, rohs was evaluated on june 07, 2018. The visual inspection noted no damage to the packaging, external appearance of the unit does not show wear and tear. An hps/xps touch screen functional test indicated unit passed the visual display quality, card reader function and touch screen function. The lcd with cvr is down revision part and will be discarded was noted. Probable root cause: based on fa results, the probable root cause was determined to be part being down revision.

Manufacturer narrative:
System analysis/service repair on october 02, 2017: the top cover and fuse on the pdb were replaced. Device was tested and verified to function according to manufacturer's specifications.

Manufacturer narrative:
The fru lcd with cvr, xps, rohs was received at the manufacture on may 02, 2018.

Event description:
It was reported that the laser malfunctioned before the start of the prostate procedure and stating that the laser does turn on however the display screen is just white/blank. Attempts to reboot and resolve issue were unsuccessful. An alternative procedure (¿traditional turp loop¿) was used for to treat the patient. There was no injury to the patient reported. Patient outcome: ¿fine¿.